Manufacturer narrative:
This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Date of event: (B)(6) 2019. Date of report: 08/05/2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The data acquisition (da) pcba was returned to the manufacturer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The data acquisition (da) pcba was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the pressure accuracy test failed. There was no patient involvement.